Manufacturer narrative:
One fluid warming device was received for evaluation in relation to the reported event. Received device in good condition. Filled water into reservoir tank, install temp check, install f-30 gas vent filter onto h-31b air detector, which attached to filter holder interlock switch. Powered on device and disposable audible alarming. Removed back cover for further investigations. Visual inspection and found that main pcb block 2 micro switch is missing, which cause the disposable to alarm. This confirmed customer reported reason. An additional issue were also found damaged bottom thermistor, return tube, and missing water tank cap. Replaced main pcb, water tank cap, bottom thermistor, and return tube. Installed (B)(6) test fixture . Measured temperature was 41.7c degrees which is within tolerance. Device passed all functional and electrical tests. The reported event was confirmed and reproduced. The root cause was unable to be determined due to the nature of the reported event. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records

Event description:
It was reported that in regards to a fluid warming device, the check disposables indicator is going off regardless of the disposables installed. The reporter had tested the micro switches. Issue was discovered during testing, and there was no patient involvement reported.

Manufacturer narrative:
One fluid warming device was received for evaluation in relation to the reported event. Received device in good condition. Filled water into reservoir tank, install temp check, install f-30 gas vent filter onto h-31b air detector, which attached to filter holder interlock switch. Powered on device and disposable audible alarming. Removed back cover for further investigations. Visual inspection and found that main pcb block 2 micro switch is missing, which cause the disposable to alarm. This confirmed customer reported reason. An additional issue were also found damaged bottom thermistor, return tube, and missing water tank cap. Replaced main pcb, water tank cap, bottom thermistor, and return tube. Installed (B)(6) test fixture. Measured temperature was 41.7c degrees which is within tolerance. Device passed all functional and electrical tests. The reported event was confirmed and reproduced. The root cause was unable to be determined due to the nature of the reported event. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that in regards to a fluid warming device, the check disposables indicator is going off regardless of the disposables installed. The reporter had tested the micro switches. Issue was discovered during testing, and there was no patient involvement reported.